Event description:
Voluntary medwatch received states the patient's pacemaker recorded a non-sustained ventricular tachycardia (nsvt) event. This episode was suspected to be caused by electromagnetic interference (emi) since the patient is currently hospitalized. Additionally, there was a noted history of noise on the right ventricular lead. Technical services was consulted and confirmed that an episode was recorded due to noise. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Voluntary medwatch report received:mw5164923.